Event description:
It was reported that tandem mobi pump issued cartridge alarm during loading process, and caller noted multiple cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support confirmed pump details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump, advising customer to return problematic pump within 10 days and to enter pump settings and reconnect continuous glucose monitor on replacement device.